Manufacturer narrative:
Upon investigation, it was determined that the system was operating according to specifications. However, when asked to demonstrate the proper procedure for using the system 83, the device user could not do so and employed a technique that would not result in the proper cleaning of the device. Cu has records indicating that the device users at this facility had previously rec'd training from cu on the proper methods to use the system 83. The user that was using the device improperly had not rec'd training from cu and was not properly trained by the facility. To prevent future occurrences of the problem, cu retrained the facility's staff on the proper procedures for device use and preventative maintenance.

Event description:
The user facility reported a possible problem with the functioning of their system 83 that may have resulted in the transmission of hepatitis c to a pt.